Event description:
Information received by medtronic indicated that the customer experienced a hypoglycemia and had emergency room visited, and carb or food intake as treatment. Customer blood glucose level was around 38 mg/dl. Customer was confirmed about used insulin pump system within 48 hours of reported event. Troubleshooting was performed and customer confirmed of  used the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of low blood glucose event. Customer was also advised the insulin, reservoir, and infusion set will be replaced. Insulin pump was expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was missed in the initial report. The information has been provided in sections b5 & h6 of this report.

Event description:
Incident blood glucose value was 38mg/dl. Helpline did not say they will replace the insulin, reservoir, and infusion set.